Manufacturer narrative:
The insulin pump passed the functional test and no failed battery alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a failed batter test on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated he has been changing out the batteries in his insulin pump a lot. The customer insulin pump won't even stay turned on and it just keeps saying failed battery test. The customer was advised to discontinue use of the insulin pump and revert to back up plan and treat per health care provider instructions. The customer insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.